Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the intuitive surgical inc. (Isi) sales representative reported that the customer was unable to get the bipolar energy to work. The customer tried several different cables and blue cords, but the bipolar energy was not working. They swapped to a covidien generator, but they were still having issues with bipolar energy. They eventually did get the bipolar instrument to fire with the covidien generator. The technical service engineer (fse) explained that they saw no errors related to the erbe generator in the error logs. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and confirmed that the generator was repaired by the fse. The customer was able to complete the procedure safely and there was no harm to the patient. The completed with the valley lab generator.

Manufacturer narrative:
Based on the claim against the product by the customer noting a bipolar energy issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse observed the 2nd bipolar port was not detecting any instrument. There was physical damage to the erbe generator. The fse was able to reproduce the issue. The fse replaced the erbe generator, and the issue was resolved. The system was tested and verified as ready for use. Isi has received the erbe generator; however, failure analysis has not completed their investigation. The complaint regarding bipolar energy issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform a failure analysis. Failure analysis (fa) confirmed errors m-02, c-00, m-b0, m-c8, and m-35 in the error logs. The erbe was analyzed but fa was unable to replicate bipolar energy not working; however, error m-02-03 was displayed during startup. The complaint regarding bipolar energy not working was not confirmed based on failure analysis.